Event description:
The customer stated that she got a blood glucose reading of 68 mg/dl and two minutes later, got a reading of 284 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The microfill strips are to be returned for evaluation, and replacemet strips are to be sent.